Event description:
It was reported that the patient experienced inflation anomalies with this inflatable penile prosthesis (ipp). Upon surgery, a hole in tubing near the reservoir was found. The device was explanted without complications.